Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, patient was moving a lot and may have caused the removal of the catheter during the session, suture wings stayed in place. The patient was found with the catheter on the floor with approximately 500 ml of blood loss. There was a suspicion of air embolism because the catheter fell out of the patient during the dialysis session. Patient is alive with injury.